Event description:
It was reported that the patient was experiencing constipation. The patient had been experiencing, cramping, constipation and discomfort since implant. Subsequent reporting noted that the patient had acute pain with lower left abdominal pain. The patient was seen in the ER on 2012 (B)(6) and the stimulation was turned off and immediately the patient felt better. The patient saw implanting hcp on 2012 (B)(6) and they suggested keeping stim off until a colonoscopy could be done. The ER indicated, the patient had colitis. It was further noted that the patient experienced abdominal cramps and general malaise with stimulation. A CT scan did reveal colitis, inflammation of the colon. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v926977, implanted: 2012 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
Date received by MFR corrected from manufacturing report # 3004209178-2012-02338-1.

Event description:
Additional information reported that the event was caused by undiagnosed crohn's disease and not by the device. It was further noted that the patient experienced abdominal pain and diarrhea prior to the explant, but hospitalization was not required. It was also reported that the patient had fecal incontinence. It was further noted that the physician performed a CT scan and found that the patient had colitis, while a subsequent colonoscopy revealed crohn's disease. It was reported that the device was explanted.

Manufacturer narrative:
(B)(4).